Event description:
It has been reported to philips that the allura system would not boot up after it was shut down. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the host pc. System was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected onsite and confirmed that the system would not boot up after it was shut down. Upon functional testing the fse found that the system would not function because the biomed did not replaced the licenses file after replacement of host pc. Fse loaded the new license file. After loading the new license, the system was returned to use in good working order. The codes were updated based on the investigation outcome.